Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at an unknown dose via an implanted pump for an unknown indication. It was reported a motor stall occurred and the event/difficulty occurred on (B)(6) 2019 during normal use. The pump was replaced on (B)(6) 2019 and would be returned. The hospital had possession of the pump. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue and no troubleshooting/diagnostics were performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s weight was unknown, but the rep would follow-up for more information. The patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was unknown and the patient reported increased pain and nausea. The rep was waiting for the hospital to release the device for return. No further complications were reported or anticipated